Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach advanced design toothbrush, for dental cleaning (route dental, lot number 05011s6, frequency, and expiration date unspecified). After using it for two months, the consumer noticed that the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The name of the device was updated from reach advanced design toothbrush to reach toothbrush unspecified. The consumer stated that the toothbrush had a round barrel, open space in the middle of it, and was soft. This report remains as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A sample was requested but had not been returned. A review of the trending data by product family for breaks/falls apart with use (non -serious product quality complaint) and for potential malfunction revealed no adverse trends. An increase was noted which was attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot ((B)(4) 2010 to (B)(4) 2011). Retain sample was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach advanced design toothbrush, for dental cleaning (route dental, lot number 05011s6, frequency, and expiration date unspecified). After using it for two months, the consumer noticed that the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach advanced design toothbrush, for dental cleaning (route dental, lot number 05011s6, frequency, and expiration date unspecified). After using it for two months, the consumer noticed that the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The name of the device was updated from reach advanced design toothbrush to reach toothbrush unspecified. The consumer stated that the toothbrush had a round barrel, open space in the middle of it, and was soft. This report remains as a reportable malfunction case in the united states.